Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump displayed "red screen and error codes". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a cracked lens. Event log history was performed and showed that "system fault" was recorded in history. During analysis, the customer's concern regrading "red screen / error code" was confirmed. It was noted that the latch lock sensor was intermittently failing. Service will replace the latch lock sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.